Manufacturer narrative:
Conclusion code: field left blank- no available code for undetermined or unknown cause. The customer¿s report of smoke being visualized from channel a was not confirmed. Physical inspection noted the pump module to be in good condition with the instrument seal intact. The pcu was noted to be in fair condition. There were no anomalies noted. The thermally damaged iuis had apparently been replaced prior to being sent in for investigation. Analysis of the pcu event log shows that at 10:51am on (B)(6) 2016 pump module s/n (B)(4) was programmed to infuse immune glob (ivig) non-weight based dosing at a rate of 100ml/hr. At 12:57pm, a channel disconnect occurred and pump module s/n (B)(4) (which was idle) and pump module s/n (B)(4) were removed from the system followed by audio failure and pcu malfunction errors. The pcu error log showed the audio failure to be a log-only main speaker failure (error code 133.6090.5) and the pcu malfunction to be a low backup voltage failure (error code 120.4410.0). Two detached iuis with thermal damage were received. It is believed that these were the right iui from the pcu and the left iui from pump module s/n (B)(4) which had been replaced prior to the investigation. Pins 13 and 14 of the right iui were observed to be shorted. Testing of the attached iui connectors received on both the pcu and pump module had passing results. The cause of the reported smoke was not identified, however the cause of the thermal damage observed to the detached iuis was identified as a short in the pcu¿s right iui.

Event description:
The customer reported that a pump infusing ivigc gamma globulin sounded a long beep with a red warning display along with two puffs of smoke visualized and a strong burning smell from channel a during an infusion to a patient. There was no patient harm.

Manufacturer narrative:
Upon further evaluation by persons who are qualified to make a medical judgment, it was determined that the customer¿s report does not represent a serious injury event. This follow-up report is submitted is to correct the previously submitted MDR.

Event description:
The customer reported that a pump infusing ivigc gamma globulin sounded a long beep with a red warning display along with two puffs of smoke visualized and a strong burning smell from channel a during an infusion to a patient. There was no patient harm.